Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited noise after the patient fell. Since the noise was correlated with the fall, the lead was explanted and replaced. The patient was stable before, during and after the procedure.